Manufacturer narrative:
The hill-rom technician found the nurse call button assemblies on both sides of the bed needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine and test the communication junction box. Make sure the sidecom® communication system features work correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the nurse call button assemblies on both sides of the bed to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call was not working on the bed. The bed was located in the ICU at the account. There was no patient/user injury reported. (B)(4).